Event description:
During a urinary diversion procedure, error sound occurred. Error code 5 was indicated when changed generator. Another device was used to complete the case. There was no adverse consequence to the patient.